Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a bioprosthetic mitral valve underwent a valve-in-valve procedure, after an implant duration of 14 years, due to severe mitral stenosis, secondary to valve degeneration. A transcatheter valve was successfully implanted. Post-operatively, the patient had a large hemoptysis and received intubation for airway protection. The patient had an oral laceration from traumatic tee which was found by the ent. During the ICU course, the patient persistent hypoxia and had difficulty being oxygenated on ventilator. The patient's kidney function also worsened and hemodialysis was started. The patient had a poor prognosis and her family decided to update her status to dnr/comfort care only. The patient was discharged on pod #10 to hospice care.